Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a skin reaction at the sensor puncture site. The insertion site became painful and the cgm alerted with an unspecified message. She removed the sensor and noted a red, raised area the size of a half-dollar at the sensor insertion site on (B)(6) 2022. On (B)(6) 2022, she was evaluated by her healthcare personnel (hcp) who prescribed an unspecified oral antibiotic and warm compresses to the area. The hcp stated if the infection did not resolve, the red, raised area may need to be incised and drained. At the time of the report, the patient stated the infection was improving. No additional patient or event information is available.